Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. In 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and embedded device ('there are metallic coils suggestive of essure coils embedded in the myometrium at each cornu') in an adult female patient who had essure (batch no. C06466,c95071) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included menorrhagia. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding") and embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopy assisted virginal hysterectomy with bilateral salpingectomy and laparoscopy assisted virginal hysterectomy with bilateral salpingectomy.). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage and embedded device outcome was unknown. The reporter considered embedded device, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: left side- two coils, right side where again 12 coils were noted. The device was grasped with graspers and easily moved so the entire device was removed tram the tube and a new one placed. The second placed device only had one coil on the outside of the tube. Essure expiration date provided as : (B)(6) 2015(l), (B)(6) 2017(r). 12 trailing coils noted as both sides. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record : embedded device. Most recent follow-up information incorporated above includes: on 8-sep-2020: mr received : event "there are metallic coils suggestive of essure coils embedded in the myometrium at each cornu", reporter, lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and embedded device ('there are metallic coils suggestive of essure coils embedded in the myometrium at each cornu') in an adult female patient who had essure (batch no. C06466,c95071) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included menorrhagia. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding") and embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopy assisted virginal hysterectomy with bilateral salpingectomy and laparoscopy assisted virginal hysterectomy with bilateral salpingectomy.). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage and embedded device outcome was unknown. The reporter considered embedded device, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: left side- two coils, right side where again 12 coils were noted. The device was grasped with graspers and easily moved so the entire device was removed tram the tube and a new one placed. The second placed device only had one coil on the outside of the tube. Essure expiration date provided as : (B)(6) 2015(l), (B)(6) 2017(r) 12 trailing coils noted as both sides concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record : embedded device lot number:c06466 manufacturing date:2013-12 expiration date:2016-12 . Lot number:c95071 manufacturing date:2014-08 expiration date:2017-08 . Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.